Manufacturer narrative:
H3: product analysis: product# 54850047545; lot# unknown after visual and optical examination, it appears that the extended tabs on the screws have been jammed into the tab extenders. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a screw used in robotic guided pedicle screw placement lumbar 5 therapy for stenosis. It was reported that the patient was fine but when the surgeon tried snapping off the voyager 4.75 perc set screw it wouldn¿t break off. The handle would ¿skip¿ and not break off. It is thought that the screw maybe defective and maybe the setscrew splayed the head of the screw. It appeared to be slightly splayed. About 3 different setscrews were tried and then a longer rod. It was also tried to raise l4 to make l4 and 5 nearly identical in height. They had tried backing that screw off a bit even though screw was not buried in bone, it had full range of motion. Finally they replaced the screw with anther 7.5x45 and it worked. No additional surgery was performed. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received. It was reported that there were no other product malfunctions in this event.